Manufacturer narrative:
The device was returned to olympus for evaluation, and the customers allegation was confirmed. The evaluation found the following: the front panel was damaged, the video connector latch was worn out causing poor connection with the pigtails, software version was out of date at 3.01 needs to be 4.10, and is not generating an image due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, evis exera iii video system center had the image go out when using the 180 series scopes. There were no reports of patient harm.

Event description:
Customer stated that he switched out the maj-1430 video cable and was not able to get an image, also connected a 190 series scope to the cv-190 tower and was able to get an image before receiving a b30 and e216 scope communication error code.

Manufacturer narrative:
H10, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. In addition, the following reportable malfunction was found during the device evaluation error b30. Based on the results of the investigation, the root cause could not be determined, however it is likely that no image occurred due to patient board set failure. Also, for b30, the cause could not be identified because it was reported that the images could be acquired before the b30 and e216 for scope communication error codes were displayed. Olympus will continue to monitor field performance for this device.